Event description:
Complainant alleged that during patient care on a 45-50 year old male, at approximately 6:41 pm, the autopulse® platform performed half a compression and then stopped. It displayed a user advisory (ua) 2 (compression tracking error) message that was unable to be cleared. The user reverted to manual CPR (exact length of time was not provided). No further details are available.

Manufacturer narrative:
Customer also reported that the user advisory (ua) 2 message was unable to be cleared back at the station when the autopulse was used with multiple li-ion batteries. Product in complaint was returned to zoll on 01/08/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed, which found that the battery partition was missing. The physical damage found during visual inspection is unrelated to the reported complaint. The system was turned on/off with no problems and was run using a test mannequin for 10 minutes and an additional 30 minutes using a large resuscitation test fixture (equivalent to 250 pound patient). No problems were observed. The platform also passed load cell characterization testing. A review of the archive was performed, which found that multiple ua2 (compression tracking error) errors occurred on the reported event date of (B)(6) 2014. No parts needed to be replaced to remedy the customer's reported complaint of the platform exhibiting ua2. The platform underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting a ua2 was confirmed through review of the platform archive. Per the autopulse® maintenance guide (p/n 11653-001) ua2 occurs when the autopulse® has detected a change in lifeband® tension. As there were no issues identified during functional testing associated with ua2, the root cause of the exhibited ua2 was determined to be a change in the lifeband® tension. The autopulse® was designed to exhibit ua2 to prevent patient harm due to changes in lifeband® tension.